Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident. A technical support specialist (tss) explained to the customer that the validation code provided was meant to issue the medication by override after adding the item to the patient order list. The customer informed tss that user was able to issue the item with the validation code provided by the pharmacist after adding the item to the list. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the validation code provided by pharmacy was not valid and was unable to issue gabapentin 300mg cap. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.